Event description:
It was reported that the pump exhibited a travel coarse error during testing. During physical inspection, it was verified that a travel coarse error occurred in the event history log. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was a travel coarse error. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the leadscrew being overtightened during service. As a result, the lead screw nut was loosened. The service history review had no indication that the complaint was related to a service of the device within the review period.